Manufacturer narrative:
Investigation pending. Malfunction MDR for lot w63722b report number: 3013982035-2018-00016.

Event description:
Customer stated they performed a patient correlation from two site locations. One patient yielded a ckmb of 3.2ng/ml and myo of 96.3ng/ml on lot w63542b at sister site. The sample was transported at room temperature and ran at customers site on lot w63722b. Results were ckmb 5.3ng/ml and myo 140ng/ml. Customer could not provide additional information despite multiple attempts. A separate MDR will be filed for the results on lot w63722b.

Manufacturer narrative:
Investigation conclusion: customers complaint was not replicated with in-house testing of retain lot w63542b. No issues with recovery were observed and product performed properly. Manufacturing batch records for the lot were reviewed, the lot met release specifications. Customer was performing a patient correlation between two sites. Customer provided patient draw time and testing times when alleged discrepant results were received; more than 4 hours passed between patient draw time and last triage result. Per the product package insert, if using whole blood, the patient specimen should be tested within 4 hours of collection. Customer's results at their site were produced outside of this time-frame. Based on the information available, there is no indication of a product deficiency and no corrective action is required.